Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the saline that was provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 23-jan-2018. As part of the review, it was determined that the instrument's last service was on 23-jan-2018. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, alarm #15: saline volume threshold limit, alarm #19: fluid balance limit, and hypotension. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypotension. (B)(4)

Event description:
The customer called to report that a patient experienced hypotension during a treatment procedure. The customer stated that the treatment was going well, however the patient's blood pressure dropped to 68/35. The customer reported that the physician ordered several saline boluses, up to 800 mls, be administered to the patient. The customer stated that the patient's blood pressure then stabilized and photoactivation was completed. The customer reported that an alarm 15: saline volume threshold limit alarm then occurred during the reinfusion of the treated cells to the patient. The customer stated that they replaced the one liter saline bag with a new saline bag and increased the instrument's saline volume threshold limit. The customer reported that the treatment was re-started however, an alarm 19: fluid balance limit alarm occurred. The customer stated that the patient's fluid balance was at +500 mls. The customer reported that the physician was made aware of the patient's fluid balance and the physician decided to continue with the return the treated cells but did not want to return the entire contents, 108 mls, that was remaining in the return bag to the patient. The customer stated that they increased the instrument's fluid balance limit and continued with the treatment. The customer reported that about 60 mls was left in the return bag when the treatment was ended. The customer stated that the patient was stable condition and was sent home after the treatment. No product was returned for investigation.